Event description:
It was reported that the purewick female external catheter caused infection to patient. The customer called in stating the patient was admitted to emergency room approximately 2 weeks ago in michigan, where purewick female external catheter was used on them which caused blistering infection on vagina a few days after used. There was severe scarring leaking and wound. Needed to go back to the emergency room. The patient provided additional information and medical records via email on 25-jan-2024. The patient went to the emergency room (ER) on (B)(6) 2024 and was admitted to the hospital from (B)(6) 2024 for radiation treatment. She was given ativan and she was not awake when the purewick device was put in place. She reported the staff had the wick in place for a prolonged period of time, they did not clean her, and the wick had high suction to it. She developed a wound in the region where the wick was placed, and over the next few days, it became significantly worse. The patient tried cleaning the wounds with an antiseptic solution and had been soaking in warm water. On (B)(6) 2024, the patient went to the ER for evaluation of the skin wound/blister. Vesicles were noted over the internal and external aspects of the labia majora bilaterally with skin breakdown at the sites. The patient reported pain at the site as well as pain with urination related to the blisters. She denied frequency or urgency. There was no erythema or warmth to the touch. No abnormal drainage, and no skin abnormalities in the perineal region. The patient denied the possibility of the vesicles being related to herpes simplex virus (hsv), and she was sure it was from the purewick. The patient was advised to put an over-the-counter barrier cream on the blisters, such as bacitracin or desitin, for comfort. No medications were prescribed. The patient was instructed that if she experiences signs and symptoms of infection to return to ER; otherwise, follow-up with gynecology outpatient for reevaluation.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate material selection - materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ do not use the purewick¿ female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. ¿ never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: - agitated, combative, or uncooperative and might remove the purewick¿ female external catheter. - having frequent episodes of bowel incontinence without a fecal management system in place. - experiencing skin irritation or breakdown at the site. - experiencing moderate/heavy menstruation and cannot use a tampon. ¿ do not use barrier cream on the perineum when using the purewick¿ female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. ¿ maintain suction until the purewick¿ female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewick¿ female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewick¿ female external catheter remains in the correct position after turning the patient. Remove the purewick¿ female external catheter prior to ambulation. ¿ properly placing the purewick¿ female external catheter snugly between the labia and gluteus holds the purewick¿ female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick¿ female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter caused infection to patient. The customer called in stating the patient was admitted to emergency room approximately 2 weeks ago in (B)(6), where purewick female external catheter was used on them which caused blistering infection on vagina a few days after used. There was severe scarring leaking and wound. Needed to go back to the emergency room. The patient provided additional information and medical records via email on (B)(6) 2024. The patient went to the emergency room (ER) on (B)(6) 2024 and was admitted to the hospital from (B)(6) 2024 to (B)(6) 2024 for radiation treatment. She was given ativan and she was not awake when the purewick device was put in place. She reported the staff had the wick in place for a prolonged period of time, they did not clean her, and the wick had high suction to it. She developed a wound in the region where the wick was placed, and over the next few days, it became significantly worse. The patient tried cleaning the wounds with an antiseptic solution and had been soaking in warm water. On (B)(6) 2024, the patient went to the ER for evaluation of the skin wound/blister. Vesicles were noted over the internal and external aspects of the labia majora bilaterally with skin breakdown at the sites. The patient reported pain at the site as well as pain with urination related to the blisters. She denied frequency or urgency. There was no erythema or warmth to the touch. No abnormal drainage, and no skin abnormalities in the perineal region. The patient denied the possibility of the vesicles being related to herpes simplex virus (hsv), and she was sure it was from the purewick. The patient was advised to put an over-the-counter barrier cream on the blisters, such as bacitracin or desitin, for comfort. No medications were prescribed. The patient was instructed that if she experiences signs and symptoms of infection to return to ER; otherwise, follow-up with gynecology outpatient for reevaluation.